Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an emergency battery error alarm after it was turned on.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Review of the patient file data revealed three emergency battery error alarms, thus confirming the customer-reported issue. During investigation testing, the companion 2 driver was connected to an ac power source and the emergency battery passed all charging and testing requirements. There was no indication of a device malfunction. The customer-reported issue of an emergency battery error alarm could not be reproduced. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an emergency battery error alarm after it was turned on.